Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door. This occurred during programming/ setup at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'did not recognize a closed door' was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.